Event description:
Follow up information received confirmed that pocket revision did occur as scheduled. It was noted that the pocket looked fine with no fluid seen per the physician. Cultures were taken (no results reported). The ins was moved to the patient¿s opposite side and lower in the buttock area. The patient was scheduled to see the manufacturer¿s representative next week. It was also noted that the ins was not turned on after the procedure per patient request. If additional information is received, a follow up report will be sent.

Event description:
It was initially reported that the patient had a burning (¿stabbing¿) sensation at the implantable neurostimulator (ins) site which persisted even with the stimulation turned off. It was also reported that the site was warm but there was no redness or apparent infection issues. The patient has had the device turned off for about one month and noted that the pain was worse with the ins turned on. The patient was reprogrammed and had good stimulation coverage (¿comfortable¿) bilaterally in the hip on down. The ins was reported implanted in the thoracic/right flank area. It was also reported that the sensoring feature had not been activated. In addition, it was reported that prior to this event, the patient had a different manufacturer¿s neurostimulator more in the buttocks area. Additional information received on (B)(6) 2013 reported that a revision was planned for (B)(6) 2013 with the intention of placing the ins on the opposite side in the lower buttock of the patient. The stimulation from the ins will then be left off one month. It was noted that the patient still had good coverage but had significant pain at the ins pocket site when the stimulation was on and persisted with it off. When the stimulation was turned on, the patient felt it at the pocket first. No redness, erosion, or infection was noted at the site. The ins was noted as ¿sitting well¿ in the pocket. The patient did complain of pain at the pocket which never really improved and became increasingly worse. There were no charging issues reported with the device. The patient initially wanted the ins system removed but decided just to move the ins as they were getting good therapy for their pain. If additional information is received, a follow up report will be sent.

Event description:
Additional information reported the patient sometimes felt a ¿trickle in the pocket site.¿ it was stated the patient feels like the stimulation is on sometimes even when it was off. It was stated the patient was only feeling stimulation down one leg. It was reported the patient was feeling tingling from the ¿elbow in one line down.¿ it was reported that during the reprogramming the patient was ¿hurting in the pocket.¿ it was reported that the battery felt like ¿cramping¿ in the pocket.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Conclusion code no longer applies.

Manufacturer narrative:
(B)(4).

Event description:
Further follow up information received reported that patient was seen by the manufacturer¿s representative where it was noted that they were getting good coverage for their pain, bilaterally, to the hips on down to both legs. The patient was also reported as much happier with the new location of the ins pocket. If additional information is received, a follow up report will be sent.